Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿pump not infusing properly " was not replicated by testing with 100ml cassette. Confirmed the error occurred in the event log on multiple occasions. Found small/minor bubbling downstream occlusion (dso) seal. The cause of the report error is unknown. Replaced the dso seal. The device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was not infusing properly. The event occurred during while in use with the patient, but there was no patient harm/adverse event reported.

Manufacturer narrative:
E: phone number ext. # (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.